Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and the distal conductor was fractured. It was noted that the defibrillation conductor was distorted, there was blood/body fluid on the distal conductor (not obstructed), there was blood/body fluid on the outer tubing overlay, the inner tubing was kinked/buckled, the outer insulation had cosmetic environmental stress cracking, the outer insulation was torn, the outer insulation had a cosmetic depression, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism and the lead was stretched.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that there was patient alert tones and the lead had an apparent conductor fracture, high resistance/impedance and oversensing. Upon interrogation, there were no alerts but noise was observed. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that there was a patient alert and that the lead was allegedly fractured, had high resistance/impedance and was oversensing. The lead was explanted and replaced. No patient complications have been reported as a result of this event.